Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager device was not detected on the bus, and the electronic lock was also not recognized on the bus, which prevented nursing staff from accessing the refrigerator where vaccines were stored.the customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus, and the electronic lock was also not recognized on the bus, which prevented nursing staff from accessing the refrigerator where vaccines were stored. A field service engineer (fse) reported that the issue was resolved after performing a power dissipating reboot. The fse confirmed that the system returned to normal operation following the reboot. The system functioned as intended after the field service engineer repaired the device.